Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the investigation showed the hamilton-c6 performed a reboot of the interaction panel. The ventilation continued, but the screen went black. The problem can occur for sw 1.2.1 or sw 1.2.2 in cases when the intellivent-asv mode is used. The root cause has been determined to be a sw bug, and in order to solve this, a software update is required. This type of malfunction can occur if a user tries to set the target shift setting in intellivent-asv mode. USA is not affected from this issue, because intelliivent-asv mode is not released for the market yet. Hamilton medical ag complaint number: (B)(4) . Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary:(B)(4) leading to panel connection lost - safety ventilation.

Event description:
The following was reported to hamilton medical ag: summary:tn 1543904 leading to panel connection lost - safety ventilation.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the investigation showed the hamilton-c6 performed a reboot of the interaction panel. The ventilation continued, but the screen went black. The problem can occur for sw 1.2.1 or sw 1.2.2 in cases when the intellivent-asv mode is used. The root cause has been determined to be a sw bug, and in order to solve this, a software update is required. This type of malfunction can occur if a user tries to set the target shift setting in intellivent-asv mode. USA is not affected from this issue, because intelliivent-asv mode is not released for the market yet.